Event description:
It is reported that on an unknown date the device was dropped and the handles broke off. Broken threads were found while prepping sets. This is for a warranty replacement only. The device did not malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. The service history review states that the customer reported that the device was dropped and the handle is broken off and threads are damaged. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation is ongoing; no conclusion could be drawn as no device was returned. The device history records show that the manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device was forwarded to service and repair; item was received with a broken handle and worn screw guide. Item is not repairable due to broken handle. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. This item was disposed of on august 23, 2013.

Manufacturer narrative:
Device was used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Product development evaluation was conducted. The report indicates received one drill guide, part number 03.613.022, lot # 1753374 for evaluation. Drill guide was received with the handle broken adjacent to the button cam where the handle material is at it thinnest condition. This is consistent with the report that the drill guide was dropped and the handle broke. One drill guide part number 03.613.022 was returned with the complaint category of broke. The drill guide is found in the vectra technique guide and it¿s used for fixed angle whole for the screws. The returned device with lot number 1753374 was manufacture on november, 2007 and it's 6 years old. The drill guide was received with the handle broken adjacent to the button cam where the handle material is at it thinnest condition. This is consistent with the report that the drill guide was dropped and the handle broke. A review of the most current edition of the design drawing was performed and there were no changes made to the design. The design is adequate for its intended use and did not contribute to the complaint category. This complaint is consistent with the device being dropped. Therefore, this complaint is invalid for a design perspective. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint is consistent with the device being dropped. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report 1 of 1 for (B)(4).